Manufacturer narrative:
Film evaluation results are: the exact type and cause of the endoleak seen during the implant procedure, which resolved following stent graft relining, could not be determined from the films provided. While it is possible that this may have been a distal type I endoleak, this appeared most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 78 mm in diameter thoracic aortic aneurysm. It was reported that, during the index procedure, a type IV endoleak was observed. The physician elected to balloon the stent graft but the endoleak did not resolve. The physician then elected to implant an additional stent graft and the event was resolved. Per the physician, the cause of the event was related to the device. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.